Event description:
Boston scientific was notified that during a procedure when the gdc 18-fibered vortx shape synerg detection circuit was inserted into a renegade-18 150 cm 2-tip marker, it broke. No friction was felt when the device was being delivered. The coil was pulled out successfully.